Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and when air and water supply, water removal ability, and water volume contact did not meet standard value due to the reportable malfunction found at evaluation, foreign object in a/w nozzle. Additionally, the evaluation found the following non-reportable malfunctions: due to damage on up/down knob, water tightness was lost; adhesive on bending section cover had a chip, a crack, and a white-clouded area; light guide lens had a crack; suction cylinder was shaved; scratches found on switch 1 and 3, grip, universal cord and protector (suction connector side), and connecting tube; suction connector was deformed; probe cover had a dent. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not specify if they knew the nature of the foreign material. During pre-cleaning: precleaning was delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was presoaked in the detergent solution. It was not specified if the a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. It is unknown if the a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the colonovideoscope had air/water (a/w) flow issues from the a/w flow system. The issue was found during inspection for use. The device was returned and during the device evaluation the following reportable malfunction was found: a foreign object came out of the a/w nozzle. There was no reports of patient harm, and the procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.